Event description:
New information received notes that the left ventricular lead was explanted due to left ventricular lead dislodgement, and the patient was in stable condition throughout the explant procedure.

Manufacturer narrative:
Additional information: b1: new information receives indicates product malfunction, in addition to the adverse event previously reported.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that a patient presented in-clinic for a left ventricular (lv) lead explant procedure. The patient's lv lead was explanted and replaced due to an unspecified reason on (B)(6) 2021. The patient was in unknown condition.